Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with infusion set. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer states treated with manual injection. The customer was assisted with troubleshooting. The infusion set is being replaced and is expected to return for analysis.